Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number, 115340; item name: comp rvs hmrl ti tray 44mm; associated item number: 113653, item name: comp primary stem 13mm std, lot # 331860; associated item number: 118001, item name: versa-dial/comp ti std taper, lot # 147790; associated item number 115313, item name: comp rvsr shldr glnsp +3 36mm, lot # 181050; associated item number: xl-115363, item name: arcom xl 44-36 std hmrl brng, lot # 373540. Examination of the reported device(s) was not possible as it was not returned, as such the report cannot be confirmed. A review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported humeral tray fracture. Although complaint cannot be confirmed, the root cause is attributed to design deficiency. Corrective action/design enhancements were previously made to increase the strength of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain and dislocation attributed to humeral tray fracture. The main portion of the humeral tray was disassociated from its taper, although the taper was still engaged in the humeral stem. The surgeon was unable to disengage the taper from the humeral stem and therefore the humeral stem had to be revised.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes. As per the operative notes, it was noted that there was complete disassociation between the humeral tray and humeral stem. There was some scratching of the glenosphere too. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to design deficiency. Corrective action/design enhancements were previously made to increase the strength of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address pain and dislocation attributed to humeral tray fracture. The main portion of the humeral tray was disassociated from its taper, although the taper was still engaged in the humeral stem. The surgeon was unable to disengage the taper from the humeral stem and therefore the humeral stem had to be revised. Mild amount of metallosis was present around tray fracture area. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address pain and dislocation attributed to humeral tray fracture. The main portion of the humeral tray was disassociated from its taper, although the taper was still engaged in the humeral stem. The surgeon was unable to disengage the taper from the humeral stem and therefore the humeral stem had to be revised. Mild amount of metallosis was present around tray fracture area. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Further medical notes were reported that had further patient information. The information did not change the previous investigation outcome. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.